Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the rv lead had dislodged while the physician was tunneling a new epicardial lead to the right side. Rv lead was found to have lost capture during the procedure. The patient was supported with lv pacing at this time and continued to be stable. The physician was unable to reposition the rv lead because the helix would not retract. Lead was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.